Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was connected on mains power and suddenly shutdown without any audio alarm. The customer was able to reboot the iabp and the treatment was continued. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was connected on mains power and suddenly shutdown without any audio alarm. The customer was able to reboot the iabp and the treatment was continued. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the reported shutdown issue. However, the fse recommended to the customer that the main board, datasettes and power supply be replaced as a precautionary measure, but customer was not agreeable to the repairs or the price quotation and advised that the unit would not be used clinically again. Subsequently, we received confirmation from the getinge fse that the unit has been scrapped. No further investigation is necessary.